Event description:
The user failed a proficiency survey for total bilirubin on two of five samples. Sample 1 initial result was 1.5 mg per dl with an expected range of 2.0 to 3.1 mg per dl. The sample was repeated on (B) (6) 2009 with a result of 1.3 mg per dl. Sample 2 initial result was 1.5 with an expected range of 2.0 to 3.1 mg per dl. The sample was repeated on (B) (6) 2009 with a result of 1.3 mg per dl. The initial testing was performed on reagent lot number 158291 and calibrator lot number 18066400. The repeat testing was performed on reagent lot number 158292 and calibrator lot number 1819400. No info was provided to determined if any pt results were erroneous. The field service rep could not determine a cause. He confirmed all alignments, fluidics and pressures were at spec. He ran a sample 10 times on each analyzer module to confirm precision. He verified analyzer performance by checking qc and noted all results were stable and at the mean.